Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6) does not start, and the control commands work intermittently was confirmed during visual inspection. The reported issues were not replicated during functional testing; however, the power cable and patient temperature cable were observed to be defective, possibly related to the reported complaint. The observed damaged temperature cable also confirms the customer reported complaint of a possible cable break in the blue temperature cable. The power cable and patient temperature cable were replaced to address the observed damage and the reported complaints, as the damaged parts possibly contributed to intermittent technical problems that could not be directly identified during the functional testing. The customer's reported complaint that the monitor shows a distorted image was not confirmed functional testing. No issues were observed with the monitor. The thermogard xp ivtm system passed initial functional testing. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaints and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) does not start. The control commands work intermittently, and the monitor shows a distorted image. Also, the customer reports a possible cable break in the blue temperature cable. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.